Manufacturer narrative:
Argus case (B)(4).

Event description:
Inappropriate usage [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (corega tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting corega tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Corega tablets was discontinued. On an unknown date, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to corega tablets. Additional details: this case received from turkey regulatory authority. Corega denture cleanser drunk by the patient.